Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The reporter called into animas on (B)(6) 2014 indicating the following: the reporter indicated that there were no issues noted with the pump related to the event and confirmed that the pump appeared to be working appropriately. The reporter indicated that the patient was taken to the ER and treated for high blood glucose levels. The reporter indicated that the patient was having continuing high blood glucose levels whenever the patient performed the site insertion. The reporter confirmed that when she inserted the site, the sites appeared to be working appropriately. The reporter stated that the patient was not being careful about insertion of the infusion site resulting in site issues and had limited rotation of sites due to disliking certain areas for sites. Animas does not manufacture the patient¿s infusion set but has forward the complaint to the relevant manufacturer.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was hospitalized with diabetic ketoacidosis. No additional information was provided. Animas attempted to follow up with the reporter without success at this time. This report is made based on the allegation that the patient was hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a possible cause or contributor to the event.